Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the ECG clinical data showed all three analysis segments were a match for shockable rhythms. Segment one had a result of "low level, no correlation". This indicates that the rhythm presented consisted of low amplitude signal, in this case, averaging 180 microvolts and lacked regularity in spacing between the detected peaks. The variability in when peaks were detected was 37% whereas the algorithm threshold for this condition requires qrs variability to exceed 25% for a match of shockable. The number of detected peaks with the segment was 19, exceeding the threshold set at greater than or equal to 14. Segment two and three matched for fine ventricular fibrillation and had similar waveform characteristics to segment one. The differentiator between the first and last two segments was a greater maximum amplitude measured. Segment one had a maximum peak to peak amplitude of 310 microvolts and segment two and three had 228 and 252 microvolts respectively. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device issued a "shock advised" prompt for an ECG rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.